Event description:
The user facility reported to terumo cardiovascular systems that prior to vein harvesting procedure, during set-up, there was a nodule by the endoscope lens causing it not to fit into the kit. There was no pt involvement as this occurred during set-up. The product was changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a follow-up report when the investigation is completed and more info becomes available. (B)(4).